Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Front part of the tampon was broken [device breakage]. Case narrative: consumer reported via company representative that the front part of the tampon was broken. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Front part of the tampon was broken [device breakage]. Case narrative: consumer reported via company representative that the front part of the tampon was broken. No injury reported.